Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a laparoscopic tubal ligation while using the falope ring applicator it transected the pt's fallopian tube. The surgeon was still able to band the fallopian tube and it was not needed to be cut. The surgeon used cautery to seal the tube ends. There was no longer hospitalization stay for the pt.